Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, hypotension and complete heart block (chb) by vasovagal response occurred after initially attempting to insert the non-medtronic 14 french introducer into the right femoral artery without fluoroscopy to perform predilatation. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. During the first deployment attempt, the patient arrested. The valve was positioned 3-4 mm lower than expected and was recaptured once before release. Cardiopulmonary resuscitation (CPR) was initiated. An aortogram was performed to check the coronary arteries and no structural damage or issues with coronary blood flow were noted. CPR was performed for 40 minutes but the patient subsequently died of respiratory cardiac arrest due to prolonged hypotension. No autopsy was performed. The physician did not attribute the arrest or subsequent death to the device.